Event description:
The customer reported that right after implant the haptic had torn off after implantation , and lens had to be explanted.

Manufacturer narrative:
The purpose of this supplement is to revise section d2 from "hql" to "intraocular lens" and add "hql" to section d2b procode. Section d10 changed to "yes" (device available) and add date of return to manufacturer, and h3 form "not returned" to "yes" with evaluation summarized below. This supplement is also updating the agency on new information provided by the customer which documented that the incision was not enlarged in order to remove the lens, and that there was no patient injury. Additional information obtained from the product investigation completed by (B)(4) quality assurance department, on 06/15/2015, found that: the lens was ejected out of the injector and was explanted. Lens was not returned. One haptic was torn at tip and the torn haptic piece remained inside the injector tip. The slider was fully advanced and the rod was advanced partially. Trace of lubricant was found inside the injector tip. A review of the production records showed no irregularities or abnormalities during its manufacturing and/or inspection processes. The exact cause in this case could not be ascertained.

Event description:
The customer reported that right after implant the haptic had torn off about implantation, and lens had to be explanted.